Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board to dcb ribbon cable was replaced to resolve the reported issue.

Event description:
The hospital reported a system malfunction preventing mechanical ventilation. There was no report of patient involvement.